Event description:
The customer reported, the ventilator was failing short self test (sst) due to safety valve open (svo). The unit being tested, therefore there was no pt involvement or harm, and alarms were not applicable. The respironics service technician was unable to duplicate the sst test failure. The service technician performed back pressure testing of the expiratory filter. The service technician reported, the backpressure test of the expiratory filter measured 87cm h20 pressure. Indicating a gross occlusion. The test specification is <4cmh2o. As specified, a detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. The service technician replaced the expiratory filter to correct the problem. Extended self testing (est) was performed and passed to operating specifications. User maintenance contributed to this event due to an occluded filter. Filter replacement must be performed at manufacturer recommended intervals. The customer was informed of the service technician's findings.

Manufacturer narrative:
Na